Event description:
Patient reported obtaining back-to-back blood glucose results of approx 420 mg/dl and approx 200 mg/dl (patient could not recall exact values), while using the suspect device. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.